Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not uploading data from the server. A technical support specialist (tss) found error on station log then followed the knowledge article- manual recovery required - datasyncinvaliduploadchangetrackingvalue then confirmed uploaded in logs to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the station was not uploading data from the server. However, there were no delays or adverse events or injuries reported based on this event.